Event description:
It was reported that during a routine check performed by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) had a horizontal line through the display. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) found the display to have a horizontal line through it, this did not affect being able to see anything on the screen or the operation. To fix the issue the fse replaced display and then performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).